Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corners, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the device had been exposed to moisture. The customer stated that the insulin pump had gotten wet from being inside a cooler full of ice. The customer's blood glucose was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.